Event description:
Hospital advised that 1000 ml bat of kcl 10meq was hung and set up to infuse at a rate of 150 ml/hr on channel a. The bag was emptied in less than one hour. There was no pt consequence.